Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinic manager (cm) reported 10cc syringes that were used in the heparin pump of machines caused blood to back up into the heparin syringe. Blood was noted leaking around and outside the heparin syringe while engaged in heparin pump on the machine. The heparin pump did not engage when syringe was attached, causing the patient to miss the heparin dose. The sample was no longer available to be returned for evaluation. Upon follow-up, the facility stated throughout treatment, heparin was not dispensed per machine settings. The full heparin dosage was still noted in syringe post treatment. The facility stated the blood leak was noted at heparin pigtail line of in 10cc syringe around the heparin syringe. The machine, a 2008t, was not pulled from service as the biomedical technician (bmt) had verified the heparin pump was functioning properly. The machine did not alarm with a blood leak alarm. The facility also stated that a fresenius dialyzer and the patient¿s blood was partially returned due to the system clotting. The facility stated the estimated blood loss was less than 100cc. Immediately following the event, the treatment was discontinued due to the system clotting, with 20 minutes left in treatment. The facility confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The facility stated the component was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported 10cc syringes that were used in the heparin pump of machines caused blood to back up into the heparin syringe. Blood was noted leaking around and outside the heparin syringe while engaged in heparin pump on the machine. The heparin pump did not engage when syringe was attached, causing the patient to miss the heparin dose. The sample was no longer available to be returned for evaluation. Upon follow-up, the facility stated throughout treatment, heparin was not dispensed per machine settings. The full heparin dosage was still noted in syringe post treatment. The facility stated the blood leak was noted at heparin pigtail line of in 10cc syringe around the heparin syringe. The machine, a 2008t, was not pulled from service as the biomedical technician (bmt) had verified the heparin pump was functioning properly. The machine did not alarm with a blood leak alarm. The facility also stated that a fresenius dialyzer and the patient¿s blood was partially returned due to the system clotting. The facility stated the estimated blood loss was less than 100cc. Immediately following the event, the treatment was discontinued due to the system clotting, with 20 minutes left in treatment. The facility confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The facility stated the component was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.